Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) associated with clip tilting slightly per the account is related to patient conditions and due to leaflet perforation. A cause for the reported unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (unchanged) cannot be determined. Tissue damage and mitral regurgitation (mr) are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement, tissue injury, and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4, enlarged atrium, and calcification. A mitraclip xtw (30419r2021) was implanted in a2/p2 (centro-medial), but residual mr was present. To further reduce the mr, a mitraclip xt (20802r1025) was selected for treatment, successful grasping was achieved, and before deployment, the mr was reduced to grade 1. The clip was deployed. Following deployment, the mr increased to grade 4, and the clip was observed to be slightly tilted. In the physician¿s opinion, leaflet perforation was suspected which contributed to the increase in mr and tilting of the second clip. The procedure was completed with two clips implanted. The mr remained at grade 4. There was no clinically significant delay in the procedure. On (B)(6) 2023, the patient returned with mr grade 4 and a secondary mitraclip procedure was performed. A mitraclip nt was implanted. The mr was reduced to grade 2-3. No additional information was provided.